Manufacturer narrative:
Sample is available all information reasonably known as of 03-apr-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidents, which were associated with separate units, involving an unknown number of patients. This is the first of two reports. Refer to 9611594-2018-00024 for the second event. It was reported that a patient's subglottic endotracheal tube (ett) suction port stem pulled out from the tube intact and was found in the bed with the patient. It was noted that it was not chewed off because the entire stem was intact. It was believed that it was a manufacturer defect in how the suction port and stem are joined to the ett additional information received on 19-feb-2018 stated that the patient died on (B)(6) 2018. The ett appeared to have been discarded upon the patient's death. It was stated that the death was not related to the suction line separation. No further information was received.